Event description:
It was reported that the customer had a keypad issue on his insulin pump. Customer stated that the escape and up buttons were not responsive. The customer's blood glucose level was 110 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No scrolling numbers were noted on the display. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.